Event description:
Information received indicates the welds on the left head siderail pivots broke, which caused the siderail to not latch.

Manufacturer narrative:
The left head siderail was replaced to repair the bed.